Event description:
It was reported that while the stimulation was turned on, patient felt stimulation increased. Patient usually did not feel the stimulation. Her symptoms were good and had been working good for 6 years. The implantable neurostimulator was expected to be replaced next year. Patient would try to decrease the stimulation when she gets new battery for her programmer.

Manufacturer narrative:
Product ID 3889-28, lot# j0546671v, implanted: (B)(6) 2006, product type: lead. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).